Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: eua(B)(4). The following information was provided by the initial reporter: "multiple patient reports were initially positive for covid-19 with low CT values and one of the two genes, upon repeat were negative. So customer feedback these are false positive results. Repeats were done in time frame of stability for bd max, which is within 2 days."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 1039516 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of bd max sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported multiple samples tested with the bd sars-cov-2 reagents that gave a positive result with a late CT for one of the two genes and when repeated, gave a negative result. A list of 20 samples was provided and they were found among the 37 runs provided, they were performed using 3 different kit lots. Manual pcr curve adjudication was conducted on the samples identified as discrepant by the customer. Based on pcr curves analysis, 3 types of curves patterns were identified. The first curve pattern is for 1 sample (run (B)(6), a8). The curves showed a true amplification of the n1 target with a moderate CT and a weak amplification of the n2 target, not crossing the threshold to give a positive result. When repeated (run (B)(6), a1), a similar amplification of the n1 target was obtained and a true amplification of the n2 target was also obtained. Package insert states that amplification of one target is considered as a positive result, and customer should consider this sample as a true positive result. Analysis of this sample suggests a true positive result of a sample at the assay limit of detection, explaining the variable results for the n2 target. The second curve pattern is representing 13 samples. Samples ((B)(6)) showed true but late amplifications of one of the target (either n1 or n2) as well as no or weak amplifications of the other target, not crossing the threshold to be considered positive. When repeated, most of these samples gave a negative result. Overall, such results with late amplification of n1 or n2 targets can occur when viral titers in a sample are at the assay limit of detection (lod). The last curve pattern is representing 4 samples ((B)(6)). Although true amplification is suspected, theses samples obtained a late positive result for the n2 target with a slight step dislocation. No amplification was obtained for the n1 target. The amplification curve for the rnasep target shows no anomaly. Bd was unable to confirm if these amplifications are true positive. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is a conservative assessment of the data. When repeated, 3 out of the 4 samples gave a negative result. However, sample from run (B)(6) position a9 gave a late but true amplification of the n1 target when repeated, suggesting a sample at the limit of detection of the assay but bd was unable to confirm. Overall, no product issue is suspected. Most samples show late and true amplification of either n1, n2 or n1/n2 targets, suggesting samples at the assay lod, explaining discrepancy between the initial and the repeat test. Package insert states that amplification of one target is considered as a positive result, and customer should consider such samples as true positive. Bd was unable to confirm the exact cause of the customer¿s positive results, but overall, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 1039516. The root cause was not identified but positives samples at the limit of detection of the assay is suspected in majority of the cases. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "multiple patient reports were initially positive for covid-19 with low CT values and one of the two genes, upon repeat were negative. So customer feedback these are false positive results repeats were done in time frame of stability for bd max, which is within 2 days."